Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. No blood reading was reported. Troubleshooting was done and the insulin pump was programmed correctly and no alarms or insulin leaks were noted. Nothing further was reported.